Manufacturer narrative:
Estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report #. The xience prime device referenced is being filed under a separate medwatch report number. Attachment article titled: ¿clinical outcomes of contemporary drug-eluting stents in patients with and without diabetes mellitus: multigroup propensity-score analysis using data from stent-specific, multicenter, prospective registries".

Event description:
Details are listed in the attached article, titled ¿clinical outcomes of contemporary drug-eluting stents in patients with and without diabetes mellitus: multigroup propensity-score analysis using data from stent-specific, multicenter, prospective registries". It was reported through a research article identifying xience prime and xience v drug-eluting stents that may be related to the following: myocardial infarction, target-vessel failure, early/late/very late thrombosis, revascularization, and death. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.